Event description:
It was reported to baxter hong kong one instance of a vented paclitaxel set where the tubing had disconnected from the drip chamber. This occurred during use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection revealed that the tubing was separated from the chamber, and that there was an insufficient amount of solvent applied on the tube/chamber junction. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). If additional relevant information or a sample becomes available, a follow-up report will be submitted.